Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) went onsite to evaluate the device. The fsr was not able to confirm the reported issue (frozen touchscreen) as there was no failure detected. Components were replaced (oxygen cell and blender regulator) as part of a scheduled preventative maintenance (pm). After performing the preventative maintenance (pm) and operation verification procedure (ovp), the device was returned to the customer operating to service specifications.

Event description:
The customer reported that the suspect vela ventilator's touch screen was frozen. There was no patient involvement associated with the reported event.